Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported, during the implant procedure prior to wound closure, insulation damage on this right ventricular (rv) lead was observed when fixing the sleeve. It was noted a crack was seen on the outer insulation of the lead. The decision was made to remove this rv lead and a different rv lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed only the distal segment of this lead was returned severed approximately 50 cm from the tip. 9 cm of the terminal section was not returned. There were several cuts in the insulation of the returned lead segment. The polytetrafluoroethylene (ptfe) was found to be bunched/wrinkled, which does not influence the functionality of the lead other than a cosmetic issue. No other damage was found in the insulation on the returned segment of lead. Analysis did not confirm any cracks in the outer insulation.

Event description:
This supplemental report is being filed because this right ventricular (rv) lead was returned and analyzed.